Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-26, serial/lot #: (B)(4), ubd: 05-aug-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during final deployment of this transcatheter bioprosthetic valve, the valve dislodged to the ascending aorta as a result of the nosecone of the delivery catheter system (dcs). The physician determined that the excessive tension on the dcs and the tortuous patient anatomy caused the "jump" of the dcs during the final deployment. There was no reported difficulty turning the deployment knob and the capsule responded properly when the deployment knob was turned. The patient became hypotensive and went into cardiac arrest. A pericardial puncture was performed due to the presence of a cardiac tamponade. An aortogram was performed in the ascending aorta which revealed an aortic rupture. The suspected cause of the aortic rupture was the valve. Resuscitation measures were performed immediately, however the patient died. The cause of death was reported to be an aortic rupture. No autopsy was performed.

Manufacturer narrative:
Conclusion: review of the returned angiographic images for this event show that a balloon aortic valvuloplasty (bav) was performed. The next cine shows that the valve load check was performed with a good loaded valve. Cine #3 shows the first attempt at 80% deployment. Cine #4 shows a second deployment attempt trending deep at 80% deployment, with cine #5 showing a third attempt at 80% deployed confirming a good position. Cine #6 shows the valve system sitting in the ascending aorta and the angiogram confirms a cardiac root rupture and no heart function. The imaging is unable to confirm the tortuosity present or the nose cone causing the valve dislodgment. Unfortunately, we are unable to determine the exact cause for the reported cardiac root rupture. It is unknown if the patient¿s comorbidities played a role in the reported cardiac root rupture, or if the reported tortuous anatomy played a role in this event. The device history record of the delivery catheter system (dcs) was reviewed and showed that this product met all manufacturing spec ifications for product released for distribution. No issues were identified that would have impacted this event. The event description of hypotension does not indicate a potential manufacturing issue. Hypotension is a known potential adverse effect per evolutr ins tructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Cardiac tamponade is a known effect that can occur after cardiac procedures, is typically a complication of the procedure not the device. Cardiac tamponade is listed in the device IFU as potential adverse effects. In this case however, it was reported by the physician that both the hypotension and the tamponade were secondary to the report of an aortic rupture that was identified by aortogram. This rupture was suspected to have occurred by the valve, however, the imaging provided do show that a rupture occurred, however was not able to determine the exact cause for this reported rupture. The angiogram cines did show the evidence of the aorta root rupture with the valve sitting in the ascending aorta, so it is unknown if the dislodgment of the valve also played a role in the reported rupture. The report of patient expiration during the procedure was ascertained as being related to the aortic rupture. As neither an autopsy nor an explant was performed, a conclusive assessment of the relationship between the event and the device could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a percutaneous aortic valve (pav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. There was no indication that a malfunction or misuse contributed to the reported events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the procedural films submitted for review confirmed there are several attempts on deploying the valve system. The evidence provided also confirms the valve was sitting in the ascending aorta and the angiogram confirms there is an aorta root rupture and no heart function. The imaging provided cannot confirm the tortuosity present or the nose cone causing the dislodgement. It was reported that valve dislodged to the ascending aorta as a result of the nosecone of the delivery catheter system (dcs). Dislodgement of the valve by the distal tip is likely related to operator technique or experience; the device instructions for use (IFU), instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. It was reported in this case that the excessive tension on the dcs and the tortuous patient anatomy caused the "jump" of the dcs during the final deployment. Dislodgment events do not typically indicate a device manufacturing issue. Based on the investigation, a definitive cause of the reported dislodgement could not be determined with the information available. Post deployment/valve dislodgement, an aortogram was performed in the ascending aorta which revealed an aortic rupture. The suspected cause of the aortic rupture was the valve. Cardiovascular injuries, such as dissection/rupture, are known potential adverse patient effects per the IFU, and may be impacted by many factors including the patient's pre-procedural condition and procedural factors. It is unknown what caused the dissection/rupture or when the dissection/rupture occurred. Based on the limited information available, an assignable root cause of the injury cannot be determined and the relationship to the device could not be established. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.